Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a discrepancy between the estimated longevity remaining and magnet rate of this device. Tech services noted the magnet rate is a more accurate indicator of battery status and that a rate of 90 ppm indicates one year or less remaining. The patient continued to be monitored until device replacement was performed approximately 9 months later. There was no suspicion of premature depletion at the time of revision. No adverse patient effects were reported.